Event description:
It was reported via phone call that the insulin pump alarmed motor error during the priming process. The blood glucose reading was 142 mg/dl. The insulin pump went through a body scanner in september. The history showed a motor position encoder error, an error alarm, check settings, motor error, and a basal reset. Troubleshooting was conducted for the insulin pump and they were able to complete the rewind sequence. The customer was advised to discontinue using the insulin pump and to revert to their back-up plan.

Manufacturer narrative:
The unit passed the rewind, basic occlusion test, prime/ compromised force sensor test and displacement test. However, the unit was received stuck in the motor error loop during bolus/ basal delivery. The insulin pump was unable to confirm the motor position encoder error alarm due to an erased history file which was caused by several a47 alarms in the history file. The a47 alarms were due to a corrupted history file. The unit was unable to verify a35 alarms which were due to motor error alarms. There were no unexpected check settings alarms noted. The motor was tested outside the device and passed. The motor may have had an intermittent failure that was not detected during our testing. The unit was received with a cracked case at the display window corners, reservoir tube lip, battery tube threads, with minor scratches on the display window, and the end cap sticker was missing.